Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter displayed a ¿pc¿ message, which prevented her from obtaining a reading. She further reported that on may 20, 2018 customer was driving but began to feel like she might lose consciousness so she attempted to get a reading but the meter did not work. A police officer came to her assistance and called the paramedics. Upon arrival, they checked her glucose (no reading provided) and told her the glucose was severely low so they initiated an intravenous infusion of glucose to bring her sugar up. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter displayed a ¿pc¿ message, which prevented her from obtaining a reading. She further reported that on (B)(6) 2018 customer was driving but began to feel like she might lose consciousness so she attempted to get a reading but the meter did not work. A police officer came to her assistance and called the paramedics. Upon arrival, they checked her glucose (no reading provided) and told her the glucose was severely low so they initiated an intravenous infusion of glucose to bring her sugar up. There was no report of death or permanent injury associated with this event.